Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, the manufacturer found evidence of liquid ingress. The device's detachable battery cable was replaced to address the issue.